Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients clik anchor was loose. The patient underwent a revision procedure wherein the clik anchor was repositioned. The patient was doing well post-operatively. The device remained implanted.